Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: (B)(4). Model: sc-8216-50. Serial: (B)(4). Batch: 15985941.

Event description:
It was reported that the device did not provide adequate coverage despite reprogramming. No device malfunction suspected. The patient underwent an explant procedure and was doing well postoperatively. The explanted device was kept by the facility.